Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Caller completed necessary steps to remove air from the cartridge and, after receiving education on room temperature insulin from cts, loaded a new cartridge and delivered a bolus for an updated insulin estimate.